Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Event date: approximated based on event description, as anomalies were identified two weeks prior surgery. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functional, which led to a surgical intervention approximately two months following the onset of issues. During surgery, device fluid loss was identified. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.